Event description:
Info rec'd indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the head up valve not functioning. He replaced the head up valve, tested the bed and found it functioning properly.